Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and heavily tortuous artery during advancement and removal causing the reported failure to advance and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. The skypoint device is not currently commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left anterior descending artery. A 2.75x18 xience skypoint stent delivery system failed to cross due to anatomy. It was noted that resistance was met with anatomy during advancement and removal of the device. An unspecified balloon dilatation catheter was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay report. No additional information was provide.